Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 9921756 number, and no non-conformances were identified. Manufacturing date: jul/24/2023 expiration date: jul/21/2028 a manufacturing record evaluation was performed for the finished device 9951806 number, and no non-conformances were identified. Manufacturing date: aug/25/2023 expiration date: aug/23/2028 d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 775cc mentor memorygel boost breast implant placed experienced baker grade iii capsular contracture on an unknown side post procedure. As a result, explant was performed on(B)(6) 2024. Two serial and lot numbers were provided, however, the impacted device was not clarified. This is reflected in section d.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 10, 2025. The investigation of the returned device was completed by the failure analysis lab on february 13, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 12, 2025. The capsular contracture reported initially as unilateral, was clarified to be bilateral. This report relates to the right prosthesis, lot #9921756, serial #(B)(6). Device replacement was performed with explant. Manufacturer¿s reference number: (B)(4).